Event description:
It was reported that the inner catheter detached from the rest of the delivery system. No further information was provided.

Manufacturer narrative:
The lot number was been provided and the device history records are being reviewed. The investigation is currently underway.